Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 30x1/2in was clogged. This was discovered during use. The following information was provided by the initial reporter: 5% of the 30g needles are currently coming clogged, which may compromise the surgeries. Call made with the customer on (B)(6) 2020 at 11:00 am, in which the customer informs that for six months this type of defect has been happening with the needles. He reported that last week the same defect was found again and saved it. At the time of call, he did not have the packaging, the batch and catalog information. Info received: lot 9112785, approximately 10 needles showed the deviation. There was no harm to the patient or health professional, there was no need for medical / surgical intervention. Medicines used were decadron, lucentis or avastin. ((B)(6) 2020).

Manufacturer narrative:
H.6. Investigation: two photos were provided for evaluation. One photo shows the top web packaging blister, and the other photo shows the bottom web packaging blister. One video was also provided. During the manufacturing process, a vision system inspects 100% of all the products for clogged needles. Based on the investigation carried out and with no sample for analysis, the symptom reported by the customer can¿t be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that needle precisionglide 30x1/2in was clogged. This was discovered during use. The following information was provided by the initial reporter: 5% of the 30g needles are currently coming clogged, which may compromise the surgeries. Call made with the customer on 07/17/2020 at 11:00 am, in which the customer informs that for six months this type of defect has been happening with the needles. He reported that last week the same defect was found again and saved it. At the time of call, he did not have the packaging, the batch and catalog information. Info received: lot 9112785, approximately 10 needles showed the deviation. There was no harm to the patient or health professional, there was no need for medical / surgical intervention. Medicines used were decadron, lucentis or avastin. (28.jul.2020).